Event description:
It was reported that during a low anterior resection, the device did not staple but cut. The surgeon sutured by hand. Another device was used to complete the procedure. There were no adverse consequences for the pt. No further info available.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.